Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain and other chronic/intract pain (truck/limbs). It was reported that on (B)(6) 2016 the battery was going out and the pump was alarming. The caller stated the patient does not have a healthcare professional (hcp), and the pump has not been filled in 4-5 months and patient elected to not have the pump filled. It was noted there was no medication in the pump. Patient wanted the alarm silenced and does not want the pump replaced. The caller reported hearing the alarm every 30 minutes and noted it was a critical alarm. The process of silencing the alarm was reviewed, and it was also reviewed that the alarm has to be silenced by a hcp. Hcp should contact manufacturer representative if needed. No symptoms reported.

Manufacturer narrative:
Device code (B)(4) no longer applies.

Event description:
Additional information received from a healthcare provider (hcp). The pump was alarming due to pump battery being at end of life. The pump was "shut of at patient's request." Pump was not emptied at "patient request." The pump alarming was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.